Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic lobectomy, during the resection of the vessels; the reload could not be fired (blade and staples did not deploy) after pushing the green button. It was noted that the surgeon was unable to squeeze the handle. Another load was then used with success to complete the case. There was no patient injury.